Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient wasn¿t getting relief for the therapy and the patient wanted information on targeted drug delivery. The rep reported that the patient was getting the stimulation in the colorectal areas that he had chronic pain, but his pain seemed to be getting worse. The rep reported that they were going to meet with the patient for reprogramming and impedance check. No further complications were reported. On (B)(4) 2018, additional information was received from the rep. It was reported that the cause has not been determined.  The patient mentioned that he has also had a ¿spine surgery¿ in the past that effected his pain. The rep reached out for a reprogramming through the managing clinic and the hcp. The issue was not resolved at the time of the report. The information was confirmed with the hcp. No further complications were reported/anticipated. On (B)(4) 2018, additional information was received by a healthcare provider (hcp) via a manufacture representative (rep) reporting that the physician saw the patient and no changes were made. Plans were being made to have the system explanted due to ineffective therapy. No factors were known that contributed to the issue. No diagnostics or troubleshooting was performed. It was reported that the patient would be having their device explanted and therefore surgical intervention would be performed. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.